Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure remove). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure remove). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. C22810) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysplasia and perineal pain. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("heavy menstrual bleeding"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, essure tubal removal,diagnostic hysteroscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. The reporter commented: as per mr- essure removal from left fallopian tube with bilateral salpingectomy. Most recent follow-up information incorporated above includes: on 14-jul-2020: mr received : event "medical device removal" replaced with "pelvic pain". Lot number, medical history, patient¿s date of birth and reporter information added. New event added- heavy menstrual bleeding. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C22810-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysplasia and perineal pain. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("heavy menstrual bleeding"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, essure tubal removal,diagnostic hysteroscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. The reporter commented: as per mr- essure removal from left fallopian tube with bilateral salpingectomy. The lot number reported (c22810) is not valid. Most recent follow-up information incorporated above includes: on 7-aug-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.